Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 clinical code 2262, h6 impact code 4644, 4641.

Event description:
The user facility reported that a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp heart pump for mechanical circulatory support. After the procedure, the patient experienced a massive cardiogenic shock (cgs) with left and right heart failure. The patient died during support and use of inotropes and volume replacement. It was noted the physicians "saw the benefit of the impella, and saw the patient's main problem as the right heart problem." Medical safety review of the event noted there is not enough information to associate use of the imeplla device with the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.